Event description:
Customer reported a suspected false negative result using a cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (sn: (B)(4) lot#22420f). Customer received a positive result from an abbott covid-19 pcr test on (B)(6) 2022. Customer reported symptoms at time of the suspected false negative result from the cue covid-19 test, and confirmed cartridges were stored and used within proper temperature range. This manufacturer's report addresses false negative test result 1 of 3.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data. All data values were normal and met acceptable criteria. Root cause was undetermined.